Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, bleeding, less than 200 cc occurred 4 to 5 hours after a laparoscopic sigmoidectomy procedure was done. The bleeding occurred near the staple line at the anastomosis site and was stopped with endoscope clip. The surgeon checked the staple line with an anoscope just after the firing was done and there were no problems with the staple line. There was tissue damage. It was reported that sizers were not used and anvil did tilt.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Further inspection of the staple guide noted that it was damaged and a piece was broken off. Functional evaluation showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction . The instructions for use manual for this product states: "make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the staple guide damage may occur if the instrument is applied over an obstruction or handled rough. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.